Manufacturer narrative:
Complaint conclusion: as reported in the survey, respondent #(B)(6) reported that an unknown outback elite re-entry catheter indicated short segment dissection in the popliteal artery treated with stent-implantation. Also, iliac perforation was indicated and treated with covered-stent implantation. The device is not available to be returned for analysis. A product history record (phr) review could not be conducted as a lot number was not provided. Vessel damage, such as a dissection and/or perforation, is a known potential adverse event associated in procedures in which the outback elite re-entry catheter is used and is listed in the instructions for use (IFU) as such. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the events reported, especially since it is unknown when the dissection/perforation occurred during the procedure. However, vessel characteristics and/or handling factors are possible since this device is routinely used in procedures with calcified chronic total occlusion (cto) lesions. Although not intended as a mitigation of risk, the information for safety within the IFU is provided in the product¿s labeling with the intent to make the user aware of the risks. Per the IFU, users are cautioned to always confirm visualization of the targeted distal vessel via contrast injection and fluoroscopy before using the catheter. Avoid contrast injection in the sub-intimal space. Minimize sub-intimal dissection tract beyond point of reconstitution.¿ additionally, the IFU states after orientation of the lt markers is made, ¿if additional orientation adjustments are necessary, this can be achieved via rotation of the rotating knob. A confirming orthogonal view should be considered after each new adjustment of the catheter towards the re-entry target.¿ without a lot number to conduct a phr review, it is not possible to determine if the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective and preventive actions will be taken at this time.

Event description:
As reported in the survey, respondent #(B)(6) reported that an unknown outback elite re-entry catheter indicated short segment dissection in the popliteal artery treated with stent-implantation. Also, iliac perforation was indicated and treated with covered-stent implantation. The device will not be returned for evaluation.